Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case the staff came off rapid pacing while the balloon was still inflated, causing the valve to land supra-annular on the non-cusp. A second valve and delivery system were prepped and the second valve was deployed successfully to stabilize the first valve. The staff was educated on steps, timing, verbal communication.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h.6. Type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The malposition of the valve was unable to be confirmed due to the unavailability of medical records or imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may led to paravalvular leak, migration, or embolization. From the information provided, ''during a tf tavr case the staff came off rapid pacing while the balloon was still inflated, causing the valve to land supra-annular on the non-cusp.'' In this case, loss of rapid pacing capture during valve deployment occurred. This can lead to delivery system movement during valve deployment, resulting in malposition. Per the training manual, ''loss of capture during rapid pacing can cause sudden delivery system movement during deployment''. As such, available information suggests that procedural factors (loss of rapid pacing capture) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected d4 serial number, expiration date, and primary UDI. Corrected h4 device manufacture date. Investigation is ongoing.